Event description:
It was reported that the user did not observe drops during fill and subsequently identified insulin leaking at the connection between the connector adaptor and tubing, after inadvertently confirming drops and then rewinding; lot numbers were collected, and the user was guided through replacement of the infusion set, connector, and cartridge, after which therapy resumed without further issue. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy after replacement and no medical intervention or hospitalization. Investigation included troubleshooting and user education, with verification of lot information and guided reinstallation of disposables. Investigation of this case revealed leakage at the connector interface, with the involved components being the connector adaptor, cartridge, and steel 6 mm infusion set; no device alerts occurred, and user handling could have contributed given resolution after component replacement. It was concluded, based on previously established findings for similar reports, that the cause was user technique and connectivity at the disposable interface.

Manufacturer narrative:
Initial.